Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted there was no damage to the instrument. Functional testing included loading the test unit into the returned device. The instrument and single use loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laparotomy procedure, the device did not fire, the black pusher thumb piece was unable to be moved at all. A new device was used in order to complete the case. No patient injury.